Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing without duplicating any malfunction to the device. Review of the log showed the "check pads" and "poor pad contact" messages. These messages are displayed when the device detects poor coupling. This can occur when therapy electrodes are not properly attached to the patient or cable connections become loose. The user indicated the back pad had become detached, thus causing poor coupling. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.